Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that on the evening of (B)(6) 2018, the customer experienced symptoms described as "hot flashes, nausea, cold sweats", and a seizure. Customer had contact with emergency personnel who treated him with glucose and intravenous fluids. Customer was transported to a hospital where his glucose was verified (reading unspecified) and he was diagnosed with diabetic ketoacidosis (dka) and treated with in injection of insulin (dose/type unknown). Customer further reported undergoing a arterial blood gas test and remaining at the hospital for monitoring. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Strip lot number has been updated based on the returned product. The reported reader and test strip lot 4500169275 have been returned and investigated. Visual inspection has been performed on the returned product's and no issues were observed. Reader turned on with button press. Reader did not turn on after inserting returned strip. The reader was sent for further investigation and de-cased. Visual inspection was performed on reader strip port and contamination of white fibers and dust on and under the port pins was observed. The complaint is not confirmed.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. It was further reported that on the evening of (B)(6) 2018, the customer experienced symptoms described as "hot flashes, nausea, cold sweats", and a seizure. Customer had contact with emergency personnel who treated him with glucose and intravenous fluids. Customer was transported to a hospital where his glucose was verified (reading unspecified) and he was diagnosed with diabetic ketoacidosis (dka) and treated with in injection of insulin (dose/type unknown). Customer further reported undergoing a arterial blood gas test and remaining at the hospital for monitoring. There was no report of death or permanent injury associated with this event.